Manufacturer narrative:
Patient's gender, age and weight not provided so estimates used. Date of event unknown so an estimate was used. The lot number was not provided so a DHR review was not possible. The sample was not available so device examination was not possible. Hollister has been unable to obtain further event details from the account despite repeated attempts to do so. The actual mode of tube migration remains unclear and hollister is unable to determine the root cause. Inservicing and re-education is being offered to the hospital staff.

Event description:
It was reported that a nurse noticed air leakage on a ventilated patient whose airway was being secured with hollister's anchor fast oral endotracheal tube fastener. Upon closer inspection the et tube appeared to be at least 5 cm shallower than it should have been. The et tube had slid through the anchor fast device but the clip was still firmly in place. The anchor fast cheek pads were also well attached. The patient was covid positive and had a very strong cough reflex.